Event description:
It was reported that there was a loss of ac power on the patient's mobile power unit (mpu), coinciding with no external power alarms on (B)(6) 2022. The alarms cleared once power was restored. Related manufacturer report numbers: pump: # 2916596-2022-01524. Modular cable: # 2916596-2022-01945. System controller exchanged on (B)(6) 2022: # 2916596-2022-01740. System controller exchanged on (B)(6) 2022: # 2916596-2022-10265.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms due to a loss of ac power was able to be confirmed via review of the log file. The mobile power unit (mpu) (serial number: (B)(4)) was not returned for analysis; however, log files were submitted for review. A review of the log files showed overlapping events spanning approximately 9 days ((B)(6) 2021, (B)(6) 2000, (B)(6) 2022 - (B)(6) 2022 per timestamp). Events captured on (B)(6) 2000 took place when the clock was not set; therefore, the exact dates and times of the events were unable to be accurately recorded. No external power alarms coincident with loss of ac power while connected to the mobile power unit (mpu) were active on (B)(6) 2022 from 18:16:05 ¿ 18:16:08. The backup battery was able to provide power to the system during these alarms. The alarms cleared once power was restored. There were no other notable alarms active in the log file pump operation was not affected. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the mpu (serial number: (B)(4)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 01mar2022. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) was exchanged because the patient claimed it was broken and no longer working. The green light did not turn out when the mpu was plugged in and the issue did not resolve even after batteries were changed. The mpu was in bad shape due to misuse and discarded.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: the reported event of no external power alarms due to a loss of ac power was able to be confirmed via review of the log file; however, the reported event of damage to the mobile power unit (mpu) was unable to be confirmed. The mpu (serial number: (B)(6)) was not returned for analysis; however, log files were submitted for review. A review of the log files showed overlapping events spanning approximately 9 days (24sep2021, 01jan2000, 28feb2022 - 07mar2022 per timestamp). Events captured on 01jan2000 took place when the clock was not set; therefore, the exact dates and times of the events were unable to be accurately recorded. No external power alarms coincident with loss of ac power while connected to the mobile power unit (mpu) were active on (B)(6) 2022 from 18:16:05 ¿ 18:16:08. The backup battery was able to provide power to the system during these alarms. The alarms cleared once power was restored. There were no other notable alarms active in the log file pump operation was not affected. Additional information provided on 13may2022 stated that the mpu will not be returning and was discarded due to the poor condition caused by misuse. The root cause of the reported events was unable to be conclusively determined through this investigation. The device history records were reviewed for the mpu (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 16aug2019. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.